Manufacturer narrative:
Implant regio 15 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis, following bone loss and implant instability. Fracture was caused by mechanical overloading, after 8 years in situ.

Event description:
Implant fracture.

Event description:
Implant fracture